Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a extractor pro rx balloon was used during endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct preformed a patient on (B)(6) 2011 (patient age, gender, and weight are unknown). According to the complaint, after the procedure was complete, the extractor pro rx was difficult to remove from the scope and the middle of the catheter was twisted. The account was unable to confirm whether the catheter of the device had broken. Product analysis revealed the c-channel near the balloon was damaged, as it had jagged edges and was torn. The procedure was completed with the complaint device. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Device (B)(4) relates (B)(4) for the reportable event of catheter break. Investigation results: visual evaluation of the returned complaint device found two stretch marks and a dent near the tip of the balloon. The c-channel was found to be damaged, having jagged edges and the channel was torn. The catheter shaft was inserted into the olympus endoscope successfully and it passed the entire length of the working channel with no resistance. The investigation results are consistent with the event description. The reported defect of catheter being twisted was confirmed, as the catheter was found stretched and dented catheter. The catheter was not found to be broken; however the c-channel was found torn. The catheter difficulty removing was not confirmed though the investigation. The root caused of this complaint is operational context as due to anatomical/procedural factors performance of the device was limited. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.